Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a power source alert occurred. There was no reported adverse impact to the customer's blood glucose (bg) level. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.